Event description:
Clinic notes dated (B)(6) 2012 note that the patient has a cerebellar cva. The relationship between the cva and vns is unknown. Attempts to obtain additional information have been unsuccessful to date.